Manufacturer narrative:
Investigation summary: bd received samples test data from an internal bd team. The data was evaluated and the indicated failure mode for stopper pullout force with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the bd internal test data, the indicated failure mode for stopper pullout force with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had a loose closure. This was discovered during use. The following information was provided by the initial reporter: material no: 367983, batch no: 9074746. It was reported the 2nd stopper pullout force for some tubes did not meet specification. During r&d testing, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube.) The specific product sku and batch numbers where this occurred are listed below.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had a loose closure. This was discovered during use. The following information was provided by the initial reporter: material no: 367983, batch no: 9074746. It was reported the 2nd stopper pullout force for some tubes did not meet specification. During r&d testing, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube.) The specific product sku and batch numbers where this occurred are listed below.